Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-06851. During follow-up, atrial tachycardia and atrial fibrillation were observed on the atrial lead and noise was present on the atrial and right ventricular leads. The patient was being monitored and was stable.